Event description:
Consumer alleges third degree burns and major infection following the use of the product, necessitating unconfirmed medical intervention to preclude permanent damage to the application site.

Manufacturer narrative:
This closes out this report unless additional significant information is received.